Event description:
A hospital in (B)(6) reported that an rt105 adult breathing circuit caused a heater wire disconnection alarm on the mr850 humidifier at start of use and that they suspected an open circuit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA, but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory limb of the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was resistance tested using a multimeter. Results: the resistance test revealed that the electrical resistance of the inspiratory heater wire was higher than normal and was out of specification. A lot check revealed no other similar complaints for lot 111123. Conclusion: all breathing circuits are visually and electrically tested during production and those that fail are rejected. The timing of use indicates that the heater wire went out of specification post production. (B)(4).